Event description:
Philips received a complaint on the defibrillator indicating that the device had a general system fail. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the issue occurred due to a hardware problem. As a result, battery of internal clock was replaced to resolve the issue. After that the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a hardware problem. The root cause of which could not be determined. The reported problem is confirmed.